Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a new pacemaker implanted. After the procedure was completed, it was discovered that the pacemaker had entered backup mode. The device was restored, and the patient was in stable condition.